Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately seven and a half years ago. Aneurysm and vessel morphology from the time of implant are unknown as the stent graft was implanted at another facility. It was reported that the aneurx stent graft was explanted due to migration and aortic occlusion. The patient died from pulmonary causes (2 weeks post the explant). The device has been received and the analysis is pending. A review of returned films from (7 years) showed that the bifurcate was in the aaa sac approx 5cm below the renals. The bifurcated aortic body had folded over itself. The limbs are within the iliac limbs and are not kinked. The aorta and stent grafts are occluded beginning at the proximal aaa and continuous to the external iliacs, and the external iliacs resume flow distally due to collaterals.

Manufacturer narrative:
Results: disease progression. Conclusion: disease progression.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Method: film evaluation. Results: inherent risk of procedure (death, occlusion, migration). Pending device evaluation. Conclusion: pending device evaluation.

Event description:
The device was explanted during surgical conversion due to stent graft migration and aortic occlusion. Details of the implant and patient follow-ups were not provided, as the implant was performed at another facility. The patient presented approximately 2 months prior to the conversion with a progressive history of lower extremity numbness and weakness, and had suffered a recent fall. The patient was then admitted to the hospital and CT revealed migration of the stent graft within the aaa sac, with total aortic occlusion including the common iliac arteries bilaterally. The patient had a long history of copd, therefore, medical treatment was instituted with a plan for later repair. However, on the morning of surgery, the patient was unable to move his lower extremities, and the decision was made to convert the patient during open repair. During the explant, the stent graft was confirmed to have migrated into the sac and was totally thrombosed. The patient was successfully converted, however, expired 18-days later due to pulmonary causes. Films just prior to explant were also returned with the stent graft. Evaluation summary: from the examination of the returned devices the exact cause of the stent graft migration, leading to the aortic occlusion, could not be determined. However, it is likely that disease progression may have contributed to these events. The devices were returned with both limbs transected at their mid-length. The bifurcate aortic body was found kinked between rings 2 - 4 (just above the flow divider) which likely occurred after the stent graft had migrated into the sac, which then led to complete occlusion of the stent graft. Reviewed films from just prior to the explant showed that the proximal neck diameter at the lowest left renal artery was 23 - 31mm (oblong-shaped), and 10mm below the renal measured 27 - 32mm. Films from earlier follow-ups, and the aneurysm morphology at implant were not provided; therefore, the in-vivo configuration and possible aneurysm morphology changes during the implant duration could not be evaluated. However, from the recent films it appears that a likely cause of the migration was due to the loss of proximal neck sealing from disease progression with neck dilatation. Multiple stent fractures, with associated suture breaks and abrasion holes, were observed primarily at the location of the stent graft kink at ring 3. Similar stent graft integrity findings were also seen at the distal end of both the ipsi and contra limbs, at the location where the limbs were placed within the iliac arteries. Although the exact timing of the migration is unknown, it is likely that the majority of these fractures, suture breaks and holes occurred after the stent graft had migrated into the sac.